Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed. The root cause was a "bag had disconnected." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use. The home patient (hp) stated that they had a bag disconnect early. The baxter technical service representative (tsr) helped the home patient (hp) to end therapy as they requested. The tsr stressed that the hp should call the peritoneal dialysis registered nurse (pd rn) as soon as possible and to notify the nurse that they continued to use a setup after a bag had disconnected and spilled fluid. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The hp stated they were not sure what caused the bag to become disconnected from the set. The lot number was unknown and the supplies had been discarded. The hp has continued therapy no injury or medical intervention reported as a result of this incident.